Event description:
Patient underwent a percutaneous coronary intervention (pci). The procedural team discussed the appropriateness of placing either a drug-eluting stent (des) or a bare metal stent (bms). The team opted for a bms. When it came time for the stent placement, the cardiovascular diagnostic and interventional center (cdic) attending asked for the integrity bms. A radiology technologist (rt) retrieved a stent from the stent cart. The rt handed the stent in its packaging to the cdic fellow. The fellow removed the stent from the packaging and placed it on the sterile field. The attending placed the stent. After the procedure, during documentation review, it was discovered that a resolute integrity des was placed. The patient received the correct information regarding care of a des before she was discharged.